Manufacturer narrative:
The product is not available for evaluation and testing.  Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
During the use of a saber balloon catheter (5mm10cm 90) to the superficial femoral artery (sfa), it was reported that the balloon catheter was inflated, but it ruptured at 4 atmospheres (atm) during its initial inflation. Therefore it was removed from the patient intact and a new saber balloon catheter and the procedure finished successfully. There was no reported patient injury. The will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintaining negative pressure.  The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.

Manufacturer narrative:
Complaint conclusion: during the use of a saber balloon catheter (5mm x 10cm 90cm) to the superficial femoral artery (sfa), it was reported that the balloon catheter was inflated, but it ruptured at 4atm (four atmospheres) during its initial inflation. Therefore it was removed from the patient intact and a new saber balloon catheter was used and the procedure finished successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintaining negative pressure.  The product was not returned for analysis. A device history record (DHR) review of lot 17477333 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown but may have contributed to the reported event but this could not be confirmed. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.